Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient ipg was not holding a charge. It was also noted that patient did not get enough relief. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted product was retained at the facility.